Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). A maquet field service technician investigated the rotaflow console (sn (B)(4)) and the rotaflow drive (sn (B)(4)) according to the service report. The unit was tested and found that the unit would go in to the alarm after passing 1000 rpms. The drive was tested on another console and got the same error thought the other drive operated correctly. Control board and flow measurement board was replaced on the console, but this did not correct the issue either. Reinstalled the original boards. Rfd was detected as defective. The rfd was shipped to the manufacturer in germany for investigation and repair under RMA 33278. According to the service report of the manufacturer: when increasing the rotational speed the rfd collapsing, error head error is generated. Failure could be reproduce. Ild modular replaced. The rfd passed all functional test. The most probable root cause of the head error could be attributed to a "hot plug". Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow console displayed the error message "head error" during preventive maintenance. No patient involvement. (B)(4).